Event description:
The customer reported that the insulin pump's down arrow was not responding properly. The customer stated that the down button was sticking. Customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened down buttons dome switch. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.